Event description:
Customer reported hospitalization due to low blood glucose. Customer was unconscious. Physician stated that the insulin pump was malfunctioning. The blood glucose reading at the time of the event was 75 mg/dl. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.